Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltages were checked and within specifications. The connections to the aamca dicom box were reseated and the converter and the image processor were scanned and images were sent to the pacs system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed dose-like text indicating the system unit was over frequency, and the left monitor went blank when the images were being sent to the pacs system, plus the images were elliptical and were double exposed. No patient injury was reported.